Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr claim letter received. Claim letter alleges psycho-physical injuries, elevated metal ions, calcification in the great trochanter, toxic debris in the body, inflammation caused by metallosis due to wear, development of renal neoplasia, bone injury, muscle and nerve injuries, anxious depressive syndrome, pain, slight lameness, weakness, muscular hypotrophy, length of limbs difference, stiffness, swelling, fatigue, and anxiety. It was also alleged that the patient was transported to ICU post op for hypovolemic shock. Lab result shows metal ion levels above 7ppb (left hip).